Manufacturer narrative:
The following sections were updated/corrected/added: b4, d9, g3, g6, h2, h3, h6 and h11. The complaint for inadequate aspiration, air remaining in device during insertion was confirmed with objective evidence. The complaint was confirmed; however no manufacturing non-conformities could be identified. Visual inspection of the units revealed no defects. The units passed leak testing and simulated use indicating adequate seal in the system. Potential root causes may include variations in execution of de-airing steps or air introduced from a non-pascal source. However, a definite root cause is unable to be determined. Furthermore, the device history record review was completed, and both devices passed all manufacturing and sterilization inspections. No nonconformances were identified.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in the mitral position. The patient was under conscious sedation. While entering the left atrium with the pascal ace device, no air was visible, but the blood pressure dropped to 50/30. The patient also experienced st elevation. When the device was opened in capture-ready configuration, air bubbles were visible. Norepinephrine was administered for a short period. After 2 minutes, the patients systolic pressure increased from 50 mmhg to 150 mmhg, and 5 minutes later, the norepinephrine was reduced. The patient then had normal blood pressure (120/80 mmhg). The procedure took 20 minutes, and mitral regurgitation was reduced to grade one with one pascal ace implanted. The patient was wide awake shortly after device release and was in good condition. According to medical opinion, the root cause might have been a small left atrial pressure.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4) procedural echo imaging was provided for evaluation. As per internal review, there appears to be air visualized in the left heart (without evidence of hemodynamic disturbance) at multiple different procedural time points (when the pascal ace device is: in an elongated position outside of the edwards guide sheath, capture ready position with the posterior clasp actuated on the posterior mitral leaflet, and a closed position at the level of the mitral level when engaged on the mitral leaflets) on the procedural tee. Possible contributing factors to the air visualized are indeterminable. The first pascal ace device is placed at a 12/6 orientation over a2/ p2. It appears to be in a stable position. Final grade of regurgitation is indeterminate. Final mean mv inflow gradient measures 2 mmhg at a hr of 66 bpm. Unable to confirm any device related issues or malfunctions. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.